Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The clinical diagnosis was updated to lumbar radiculopathy.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). The patient stated the spinal cord stimulation was not helping him with his right sided low back and right leg pain. Despite reprogramming, they were unable to stimulate and target his right sided pain at all. The leads positions were checked under fluoroscopy and it was seen that the right lead was dislodged. Reprogramming was performed using the other lead offering hd therapy, and the issue was resolved at the time of the report. The event was related to the device or therapy and was not related to the implant procedure.

Manufacturer narrative:
The main component of the system and other applicable component(s) are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The lead and ins was replaced on (B)(6) 2018 and were disposed of according to biohazard instructions. The event resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.